Event description:
It was reported that the primary surgery occurred in 2005. It was reported that the patient returned to doctor's office subsequently complaining of hip pain. After review of x-rays, surgeon determined revision was needed and told patient he thought implant was fractured. Upon visual inspection of primary components, no fractures were found. Information was received that the acetabular component was noted to be loose, as well as with one bent and worn screw. Patient was revised in 2006.